Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 42 mg/dl. The customer had a seizure and fell during the incident. The customer was treated for the low blood glucose with syrup. The customer was assisted with setting up carelink. The customer was not hospitalized and did not mention what caused the incident. The customer did not return the product back for analysis.